Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the mega suture cut needle driver (msnd) instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that during central processing, the tip of the mega suture cut needle driver (msnd) instrument was broken off. There was no report of patient involvement or patient injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suture cut instrument was analyzed and found to have a broken grip at the grip base. A piece approximately measured about 5 mm was found to be broken off and not returned. No other damage or abnormalities were found upon inspection. The complaint was confirmed by failure analysis. The probable root cause of the broken grip and detached fragment is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.

Event description:
Refer to h11 for follow-up information.